Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that partial deployment occurred and was difficult to position. The target lesion was located in the severely calcified peripheral artery. A 6x150, 130 cm eluvia self-expanding was selected for use. During procedure, the physician was placing an eluvia 6x150mm stent over a 0.014-inch wire while using a catheter for added support. After fully rolling the thumbwheel, the stent did not deploy as expected. The physician attempted to pull the plunger, but the stent remained undeployed. As the entire system was being removed from the body, the stent eventually deployed because its distal end was adhered to the artery wall. However, the stent shifted during removal and ended up jailing off the profunda artery. Despite the inaccurate deployment, the physician confirmed that no additional intervention was needed. Upon removal, the wire was found to be kinked and twisted. The procedure was completed with this device. There were no patient complications as a result of this event.